Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned for examination.

Event description:
During a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, when the flex catheter was pulled back after crossing the native aortic valve, the sapien 3 valve moved about 1 mm to the aortic side from the left ventricular (lv) side marker, but it did not affect the valve deployment. Valve deployment was initiated under rapid pacing as planned. Still, the commander delivery system balloon began to inflate on the aortic side alone with two-thirds of the nominal volume contrast agent injected, and the commander delivery system balloon on the lv side began to inflate. With full nominal volume of contrast agent, the commander delivery system balloon and the valve were expanded as normal, and the valve could be deployed at 90:10 aortic/ventricular position as intended. Fluoroscopy confirmed that the commander delivery system balloon and valve expanded completely, and the transesophageal echocardiography (tee) showed no abnormality in the valve function. The procedure was completed with trivial paravalvular leak (pvl). After the procedure was completed, the commander delivery system balloon was inflated and checked, but no abnormality was noted on inflation. Per report, the access was obtained from the right femoral artery. Balloon aortic valvuloplasty (bav) was skipped (about a week before the tavr, the patient emergently received bav for heart failure and her condition was stable). No resistance was noted when valve alignment was performed, and the sapien 3 valve was mounted on the valve alignment markers position.

Manufacturer narrative:
The 23mm commander delivery system was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed and revealed the following: after flex tip retraction: the crimped valve appeared to be tilted and positioned slightly off the distal marker. The outflow of the valve appeared to be seated right on the edge of the proximal marker. During deployment, the balloon inflated asymmetrically with the valve expanded more on the proximal side before the distal end began to expand. The valve fully expanded with a final position approximately at 90:10, high aortic root angulation, presence of tortuosity and calcification in right access vessels including the transition area (right femoral access to bifurcation), presence of calcification in aortic valve and aortic root. The leaflet appeared to be thickened. After the procedure, no abnormalities were observed on the inflation or on the crimp balloon which may affect balloon inflation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of the valve moves on balloon working length during positioning was unable to be confirmed as initial positioning of the valve (post-valve alignment and before crossing the aortic arch) was not provided for evaluation. However, the reported event of inflation difficulty and/or incomplete inflation was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history and/or manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. As reported, "when the flex catheter was pulled back after crossing the native aortic valve, the sapien 3 valve was moved about 1 mm to aortic side from left ventricular (lv) side marker". Additionally, per the 3 mensio report provided, the patient's vasculature presented tortuosity in access vessels. Navigating the delivery system through tortuous anatomy can cause tension to build up in the system. It is possible that the proximal (aortic) valve movement during flex tip retraction was a result of the tension relieved off the system. It was also noted that the crimped valve appeared to be tilted after flex tip retraction. This indicates that the cine's viewing angle was not coplanar, affecting the valve positioning appearance. In such a situation, a non-aligned valve may appear to be fully aligned to the user when viewed at a certain angle and this may have led the user to interpret that the valve has moved proximally after retracting the flex tip and switching the viewing angle. It's possible that the valve never achieved a full alignment within the markers. While a conclusive root cause was unable to be determined, patient factors (tortuosity) and/or procedural factors (buildup of tension, non-coplanar image viewing angle) may have contributed to the complaint event. As reported, "the commander delivery system balloon began to inflate on the aortic side alone. At the point of about two-thirds of nominal volume contrast agent was injected, the commander delivery system balloon on the lv side began to inflate". While no device problem was identified during the evaluation, further investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. To further investigate and assess the potential risk associated with the issue, product risk assessment investigation and corrective action and preventative action investigation have been initiated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.